Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4592-53 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient went to the emergency room and was feeling dizzy. Rate drop response detail was turned on, the drop size was adjusted, and the device remains in use. No patient complications have been reported as a result of this event.